Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was implanted then explanted during the same surgery due to suture looping. Per the op report, the patient presented with coronary artery disease with ischemic mitral regurgitation, and therefore, was referred for mitral valve replacement. After the valve was placed, the patient was easily separated from cardiopulmonary bypass. Unfortunately, tee examination showed prosthetic mitral valve regurgitation that appeared to be central. It was confirmed that it was not a perivalvular leak, but was a central severe regurgitation. The patient was returned to cardiopulmonary bypass. The valve was explanted. Care was taken to retrieve all the pledgets. Inspection of the valve once it was out showed a crease adjacent to the commissural post corresponding to the right fibrous trigone. This suggested that one of the valve sutures had inadvertently looped over the post, despite the precautions taken against this by both the manufacturer and the surgeon. The valve sutures were placed again in same fashion and subvalvular apparatus was similarly preserved. A new perimount bioprosthesis valve was brought to the field and valve sutures were passed through its sewing ring. At this time, tee showed nominal valve function. Additionally, there have not been any allegations of a product malfunction or quality deficiency.

Manufacturer narrative:
Device not returned. Unfortunately, the valve was not returned; therefore, the device could not be assessed for any malfunction or deficiencies. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause of this event cannot be confirmed, it appears that this event may have been due to procedure/technique related factors. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. No further actions are possible with the available information.